Manufacturer narrative:
Sample and photo received by our quality team for investigation. Through visual inspection, foreign matter on the cannula is observed, therefore the incident is confirmed. It appears the foreign substances is grease. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on our investigation, a root cause related to the manufacturing process could not be identified. Reviewing cleaning procedures and training the responsible team will be implemented.

Event description:
It was reported that the bd needle precisionglide 16x1-1/2in had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: needle has dirt inside making it impossible to use. Additional information received on 21 sep 2024: date of event identified? 16/09. Please confirm the quantity affected. (B)(4) unit. Was anvisa notified? If yes, what was the notification number? (B)(4). How many units are available for collection? (B)(4) unit. Is sample contaminated, if yes inform the substance. No.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.